Event description:
It was reported that during a laparoscopic left hemicolectomy procedure, the buttons did not activate. The cord was changed but the device still did not work. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with a substantial amount of dried body fluids. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal component and it was noted that there was an excessive amount of dried body fluids on the hand activation buttons. Dried body fluids were found in the inside the hand activation domes. The dried body fluids in the domes did impact the activation of the instruments. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note the instructions for use indicate: for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline.